Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 656 mcg and one bolus of 55 mcg per day) via an implantable pump for an unknown indication for use. It was reported the patient heard a pump alarm. The event date was (B)(6) 2020. It was stated, "no signs or symptom is related actually." The hcp asked the patient to come to the hospital to interrogate the pump. There were no reported environmental or external factors. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. It was indicated the patient went to the hospital on (B)(6) 2020. The alarm was for drp [elective replacement indicator]. However, it was stated on (B)(6) 2020 when the doctor refilled the pump, the drp was in (B)(6) of "2022." Upon interrogation on (B)(6) 2020, the drp was (B)(6) of 2020. It was stated this was not normal. They would change the pump, and the representative requested the doctor keep the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was explanted on (B)(6) 2020. The product was in the pharmacy pharma covigilance service and would be picked up by a manufacturer representative for return.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified electrochemical migration across the electrical feed-through insulator. Medtronic developed a design change to reduce feed-through shorting and received regulatory approval for the change. Medtronic began distributing pumps with this design change in january 2016. If information is provided in the future, a supplemental report will be issued.